Event description:
Customer reported he attempted to bolus for blood glucose of 187 mg/dl and the device vibrated, not compete last night. Reservoir was not changed. Customer stated he was legally blind and was unable to read the alarms in the insulin pump and mention the screen was going blank. Customer was advised to monitor the device and call back when his sister was home. Customer then stated he was able to read the last alarm which was no reservoir. Blood glucose was at 487 mg/dl. Last time customer refilled the reservoir it put insulin into his body. He went low and treated with food. Blood glucose was 485 mg/dl, he attempted to bolus. Customer stated he has a broken back, diseased from the dust in air, and kidney transplant. Customer went to the emergency room because he was not feeling well and had a low white blood count due to the disease in air. Customer was concerned the reservoir was out of insulin as he had it for two days. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.